Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The selection of the .014" guidewire may have contributed to the event. The IFU list the materials required for implantation. The fifth item identifies a "stiff guidewire: diameter must be = 0.035" (0.889 mm) for device diameters of 6, 7, and 8 mm." This event involved a 6mm device.

Event description:
The patient presented with stenosis of a previously implanted non-gore stent placed in the sfa. In an attempt to reline the sfa, the physician advanced two gore viabahn 6mm x 15cm endoprosthesis and one 6mm x 5cm endoprosthesis over a .014" bmw wire. Upon deployment of the 6mm x 5cm device, the device curled back on itself and fully deployed covering the profunda. The physician manipulated the device and was able to snare the device to pull the device proximal into the femoral artery above the profunda. The physician changed the sheath to a 12fr sheath and was able to recapture the device back into the sheath. The device was removed and new 6mm x 5cm device was advanced over a .035" distal to the profunda, the original intended site. The patient did not experience any adverse consequences.